Manufacturer narrative:
(B)(4). Date sent: 4/26/2024 d4: batch # 724c73 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with an installed battery pack with no apparent damage and with a gst60t reload loaded on the device. The reload was received fully fired with no damages noted on the cartridge deck. In addition, a gst60g reload (b) was received fully fired with damage on the reload deck. Also, some residual staples were found in the staple pocket at the damaged area. In addition, during the visual inspection of the device, some staples and body fluids were stuck in the jaw. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the cut was noted to be jagged due to a damaged knife. Also, the device opened and closed without any difficulties during the testing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. If the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the home position. The position of the knife can be determined by observing the knife blade indicator under the cartridge jaw. If the knife blade indicator is not in the home position or the position of the knife cannot be determined, slide the knife return switch to activate the motor and return the knife to home position. Try opening the jaws again using the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The damage to the reload deck (b) is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 724c73, and no non-conformances were identified.

Event description:
It was reported that during a semi-open pneumonectomy, pcee60a+gst60g+ech60r were used at 1st firing and it was fired without any problem. It was used in partial resection of the left upper lobe. When the jaws were opened, the jaws did not open due to attach the reinforcing material to the tissue only at the root part. The cartridge with the reinforcing material was removed from the tissue using forceps and the stapler was removed. The cartridge color was green. The doctor checked that the staples fixed to the tissue firmly and the cutting was completed successfully. After the problem occurred, gst60t+ech60r were used for 4th firings and there was no problem. Same device was used to complete the case. There were no adverse consequences to the patient. No further information is available.